Manufacturer narrative:
The lead and device will continue to be monitored as only one low measurement had been observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.